Event description:
It was reported that device has an error code air in the line, a couple times over the last few days. There were no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. Visual inspection had been performed and delaminated downstream occlusion seal (dso) found. Customer reported air in line alarm could not be confirmed through functional test. However, event log reviewed and several air in line alarm was observed in event logs history. Replaced air detector. The probable cause of the reported issue was air detector malfunction. The device passed all functional testing after repair.